Manufacturer narrative:
(B)(4). Customer returned pump for alleged pump error 15 on event date of (B)(6) 2021. Insulin pump received with critical pump error (open book image) alarm. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self test due to critical pump error (open book image) alarm. Successfully downloaded history files/traces using thump. No pump error 15 alarms were found in history files. The power management graph confirmed the unloaded voltage and loaded voltage are within specifications. Test p-cap properly locked into place during testing. Pump was cut open for inspection and moisture damage was found on pcba1, pcba2, and motor. Pump was received with cracked case-corner of belt clip rails, pillowing keypad overlay, label damage (faded serial number and end cap). Critical pump error (open book image) alarm confirmed due to moisture damage on electronic assemblies. Pump error 15 not confirmed. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump received the pump error alarm did not add to zero alarm several times. Customer was able to clear the alarm. Customer received request to rewind pump. Customer is able to complete insulin pump rewind. No harm requiring medical intervention was reported. Troubleshooting was performed. The device was returned for analysis.